Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the valve and creases fold leak test and microscopic analysis was performed which identified: delamination of the valve and wear abrasion. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional later reported "hole in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side exchange with no complaint against the device.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional later reported "hole in valve". Device has been explanted.